Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received a shock which was given in what appeared to be the incorrect zone for how this device was programmed. The device initially detected the arrhythmia in the vt-1 zone which was programmed to monitor only, but it then escalated into a vt zone where therapy was programmed to be delivered. Boston scientific technical services was contacted to review the event and provide technical assistance. A ts consultant discussed that because the arrhythmia was initially detected in the vt-1 zone, the device recorded the event and therapy delivery as occurring in the vt-1 zone rather than the vt zone. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.